Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 3 previously reported events are included in this follow-up record. Product return status: 1 device was received. 2 devices were not available for evaluation.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly leaking. 3 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: (B)(4) events were reported for this quarter. Product return status: (B)(4) device was received. (B)(4) device investigation types have not yet been determined. Additional information: (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This report summarizes (B)(4) malfunction events in which the device was reportedly leaking. - (B)(4) events had no patient involvement; no patient impact.